Event description:
An e.r. Nurse drew two blood cultures w/vacutainer in two plain red top tubes (10 ml). A 10cc syringe (becton dickinson vacutainer systems catalog #9604) with an 18 gauge needle (becton dickinson vacutainer systems catalog #5199) was used to withdraw first transfer. During second transfer, the glass tube shattered spraying blood on nurse's nose, mouth, eyes and face. The patient's blood was hiv+. Eyes were immediately washed with il of nss. Mouth rinsed and nurse gargled with one bottle of h202. Nurse took complete shower immediately after event.hiv and hepatitis baseline tests were conducted on the nurseinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.